Event description:
The device was sent for service and it was found to have caused burning to the engine. No further info has been provided.

Manufacturer narrative:
A f/u report will be submitted if the device is returned and if the investigation results require.